Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced noise and fluctuating impedance. Follow up with the clinic revealed the lead continues to experienced noise with concern for ventricular pace sensing. The physician has been notified but no intervention has currently been taken or planned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were short v-v intervals recorded, and continued noise was seen during a high rate episode, despite reprogramming the rv lead to its maximum sensitivity level. The rv lead remains in use. No patient complications have been reported as a result of this event.